Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During functional inspection of the mitraclip device prior to use, the grippers actuated as expected. The mitraclip was advanced to the the left atrium where gripper actuation was checked. The grippers were raised and the clip was unlocked. Attempt was made to lower the grippers but it would not lower despite troubleshooting attempts. It was decided to close the clip and remove it. A new mitraclip was used to complete the procedure without further incident. Mr was reduced to trace grade with the new clip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. D10 and h3: the previously filed initial MDR indicated that the device was returning. Additional information was received that the device is not returning after all.